Event description:
It was reported that the "ssv accessory uncomfortable and the flap won't close." The info received indicated the pt has been using the ssv for years. There was no reported pt injury and/or change in therapy. The involved device has not been returned to the MFR for eval/investigation as of the date on this report.